Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. A total of 100 retained samples were visually inspected, and no factors related to hemolysis were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of november 2025, therefore additional testing was indicated. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint is unable to be confirmed for the indicated failure mode hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported post-centrifugation the bd vacutainer® sst ii advance plus blood collection tubes, twelve (12) tubes were found to be hemolyzed. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported post-centrifugation the bd vacutainer® sst ii advance plus blood collection tubes, twelve (12) tubes were found to be hemolyzed. There was no health impact or consequences reported.